Event description:
It was reported that the lead was oversensing. The short interval counter recorded 460 short intervals between (B) (6) 2009 and (B) (6) 2010. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.